Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic for a normal device check-up, noise was observed on the right atrial and ventricular leads. Noise was presented as high ventricular rate and auto mode switching episodes. Both leads were laser extracted and replaced. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
A partial lead with the lead tip measuring 50.5cm was returned for analysis. External insulation abrasion was noted at 36.2-36.5cm from the distal tip, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.